Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
At implant, the device reportedly did not pace once connected to the lead. The physician disconnected the lead from the device and verfied the lead functionality via the analyzer. Satisfied with the lead's functionality, the lead was connected to the device a second time. The physician was unable to push the lead's is-1 connector forward to the end of the header. The device was not used. A new device was implanted. No patient complications were reported as a result of this event.